Event description:
Assistant said that they had safety sunglasses on the pt and were applying the ibondse using a cotton brush tip to the tooth. She said the pt suddenly yells, "ow! Ow! My eye!" The dentist grabbed the air/water syringe and started irrigating the pt's eye after the pt removed the glasses. She said that after they irrigated the eye for a few minutes they took her to the eye doctor's office that is near them in the mall. She said she does not understand how the ibondse got in the pt's eye and they did not see the drop that got under the glasses, but that is the only thing that could have gotten in the pt's eye. The eye doctor said that the eye was irritated but her vision was normal. The pt was still with the eye doctor when I spoke to (B)(6). She said she called to get the ph for the eye doctor and she told him it was 2.8. The eye doctor did not prescribe anything as the flushing of the eye worked well to stop the burning. When asked about picking up product she did not see a reason as they have not had any problems with ibondse. (B)(6) 2013, assistant said the pt was fine and that the burning only lasted a day. The pt had no other symptoms. Ref MFR report: 9610902-2013-00043.